Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 255 mg/dl while using a sensor. No infusion or delivery issues were identified, and the user¿s spouse administered a manual insulin dose via mdi to correct the high. No outside medical intervention was required.